Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. The physician mentioned that when the versacross kit was opened, they noticed the versacross rf wire coating was peeling off. The rf wire was never inserted into the sheath or the patient, and no damage was noted to the packaging. A new versacross kit was opened to replace the wire and the procedure was completed successfully. No patient complications reported. Photos have been provided. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed. This MDR captures the additional information provided by a gfe (dated 15dec2023). Section b5 (event description) has been updated.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. The physician mentioned that when the versacross kit was opened, they noticed the rf wire coating was peeling off. The peeling was observed towards the proximal end of the wire, roughly 1.5 ft from the tip. The rf wire was never inserted into the sheath or the patient, and no damage was noted to the packaging. A new versacross kit was opened (different device, same model) to replace the wire and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. The physician mentioned that when the versacross kit was opened, they noticed the rf wire coating was peeling off. The peeling was observed towards the proximal end of the wire, roughly 1.5 ft from the tip. The rf wire was never inserted into the sheath or the patient, and no damage was noted to the packaging. A new versacross kit was opened (different device, same model) to replace the wire and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has been returned for analysis and the reported allegation is confirmed. Visual inspection of the device confirmed that there was insulation damage on the versacross rf wire and no kinks were noted. In addition, the device passed all of the dimension testing.